Event description:
A surgeon reported a patient with an unexpected postoperative refractive outcome with residual astigmatism following an intraocular lens (iol) implant procedure. The surgeon reported the lens is 15 degrees off axis and is planning a lens rotation or exchange. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).